Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the clips did not pinch correctly and did not hold. Clips can stay into the jaws or block too often. It¿s not the first time it happened. The devices were replaced several times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the clips did not pinch correctly and did not hold. The devices were replaced several times.